Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: >7.5, 2.5. Date: (B)(6) 2011; inratio: 1.9. Pt decided to hold her coumadin dose due to inratio reading of >7.5 inr. Pt's therapeutic range: 2.4 - 2.7 inr.

Manufacturer narrative:
Investigation pending.